Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing (pptwos). The episodes occurred on a single day. The device will be monitored. No patient symptoms were reported.